Manufacturer narrative:
Failure event observed during analysis. Analysis confirmed that the transmitter would not power up and the circuit board exhibited burn marks.

Event description:
It was reported that the patient presented in clinic with her merlin@home monitor that did not power on.